Manufacturer narrative:
(B)(4). A review of the manufacturing documentation associated with lot f1708906 was performed and it was found that the lot met all product specifications, including sterilization prior to shipment and presented no issues during the manufacturing process that can be considered potentially related to the reported complaint. The complaint evaluation is currently in progress. Additional information will be submitted within 30 days of completion of the complaint evaluation.

Event description:
It was reported that the tip of a 6f/7f mynxgrip vascular closure device (vcd) couldn't cross the tortuous vessel. The vcd was being used in conjunction with a 6f procedural sheath introducer for common femoral arterial closure following a pci (percutaneous coronary intervention) procedure. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be more than 5 mm in diameter. ¿severe¿ vessel tortuosity was noted. The product was noted to have been stored as instructed per labeling. Excess force was not applied during insertion on the sheath. Resistance/friction was not experienced as the mynx vcd was advanced through the sheath. Manual compression was applied for less than 30 minutes to achieve hemostasis. The sheath was not kinked/bent upon removal. The patient's hospitalization was not extended. The patient was noted to have recovered.

Manufacturer narrative:
After further review of additional information received the following: date rec¿d by MFR, PMA/510k and if follow-up, what type have been updated accordingly. It was reported that the tip of a 6f/7f mynxgrip vascular closure device (vcd) couldn't cross the tortuous vessel. The vcd was being used in conjunction with a 6f non-cordis procedural sheath introducer (si) for common femoral arterial closure following a percutaneous coronary intervention (pci) procedure. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular si. The vessel diameter was verified to be more than 5 mm in diameter. ¿severe¿ vessel tortuosity was noted. The product was noted to have been stored as instructed per labeling. Excess force was not applied during insertion on the sheath. Resistance/friction was not experienced as the mynx vcd was advanced through the sheath. Manual compression was applied for less than 30 minutes to achieve hemostasis. The sheath was not kinked/bent upon removal. The patient's hospitalization was not extended and the patient was noted to have recovered. A non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle was disengaged from the black handle. The sealant and advancer tube were found inside the shuttle cartridge as received. The syringe was connected to the device with stopcock open. The procedural sheath that was involved in the reported complaint was not returned with the device. The returned device¿s atraumatic wire distal tip was slightly bent/damaged. No other visual damages or anomalies were observed. An applicable lab introducer sheath was used to perform the insertion/withdrawal test on the returned product. The device was inserted through the lab introducer sheath without issue during the investigation. The returned device performed as intended per the mynxgrip instructions for use (IFU). A device history record (DHR) review of lot f1708906 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿catheter inability to advance in sheath¿ was confirmed through analysis of the returned device due to the slightly bent/damaged atraumatic wire/distal tip. However, the exact root cause of the issue reported could not be conclusively determined during analysis. Based on the information provided and the investigation performed, access site vessel characteristics (severe vessel tortuosity) and/or the condition of the procedural sheath (although not returned) likely contributed to the resistance felt during device insertion since functional analysis was able to be performed with the lab sample sheath with no resistance. A tortuous vessel may cause difficulty for the catheter tip to make the "turn" into the vessel. According to the mynxgrip instructions for use (IFU), which is not intended as a mitigation, it is stated that the safety and effectiveness of mynxgrip have not been established in the patients with clinically significant peripheral vascular disease in the vicinity of the puncture. Neither the DHR review nor the product analysis suggests that the reported failures could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly. It was reported that the tip of a 6f/7f mynxgrip vascular closure device (vcd) couldn't cross the tortuous vessel. The vcd was being used in conjunction with a 6f non-cordis procedural sheath introducer (si) for common femoral arterial closure following a percutaneous coronary intervention (pci) procedure. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular si. The vessel diameter was verified to be more than 5 mm in diameter. ¿severe¿ vessel tortuosity was noted. The product was noted to have been stored as instructed per labeling. Excess force was not applied during insertion on the sheath. Resistance/friction was not experienced as the mynx vcd was advanced through the sheath. Manual compression was applied for less than 30 minutes to achieve hemostasis. The sheath was not kinked/bent upon removal. The patient's hospitalization was not extended and the patient was noted to have recovered. The device was not returned for analysis as it was discarded. A device history record (DHR) review of lot f1708906 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿catheter inability to advance in sheath¿ could not be confirmed as the device and sheath were not returned for analysis. The cause of the inability to advance in the sheath could not be determined. Based on the limited information available for review, access site vessel characteristics (severe tortuosity) and/or the condition of the procedural sheath likely contributed to the resistance felt during device insertion. A tortuous vessel may cause difficulty for the catheter tip to make the "turn" into the vessel. According to the mynxgrip instructions for use (IFU), which is not intended as a mitigation, it is stated that the safety and effectiveness of mynxgrip have not been established in the patients with clinically significant peripheral vascular disease in the vicinity of the puncture. Neither the DHR review nor the information provided suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.